Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Interrogation of the device revealed it was above eri when received and the maximum charge time was normal. The patient notifier motor functioned normally during testing. The results of the investigation concluded the analysis of the device was normal, no anomalies were found.

Event description:
The patient vibratory alert did not work. Due to this, the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion.